Event description:
Inadequate pain control after major surgery. Let it be known that a full night's hosp stay should be required after any major surgery whether it is done robotically or not. A full course of pain medication should be given to all pts not just caucasian ones. Nerve pain medication is not sufficient for surgical pain. I was basically left to suffer after the magic surgery was completed and told to come to the ER by those on call when I should have been provided with the pain medication that I needed upon my release from the hosp just hours after my major surgery. I fully understand that there are still a few drs and others in the medical industry who believe archaically that african-americans can endure more pain than others this is not true. I cried myself to sleep 3 nights in a row, and because of this will not suggest robotic surgery to anyone, at least if you have common hysterectomy, you'll be given the attention overnight stay and medication that you need. I personally believe that all of these things stem from my use of the mirena from 2012 to 2014 and now I'm a 40 y/o woman with no uterus. Probably because I'm black and no one listens to black woman in regards to health or pain. I only ask that you stop telling people that the davinci surgery requires less recovery time and less pain medications. Those are false claims that are being perpetuated by drs not giving needed pain medication and that's not the same thing. Stop lying to americans so that we can make informed decisions for ourselves. FDA safety report ID# (B)(4).